Event description:
The medical center had an impella cp support of just under 16 hours for hemodynamic support of a patient having a high risk coronary angioplasty. The team explanted and when explanting felt resistance. The pump had separated at the cannula. The pump was therefore surgically explanted. The patient was stable afterwards without lasting harm or injury.

Manufacturer narrative:
The investigation is on-going at this time. The medical center did return the impella product and analysis is on-going at this time. At the conclusion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump detachment has concluded. The pump was returned and the partial detachment was observed. Prior to the detachment a kink was observed. The damage was indicative of a shearing force being applied. The cause was use related. The failure mode will be monitored and trended.